Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. The customer could not provide the specific results or the exact date of the event. The result from the meter was in the 5.0 inr range. The result from the laboratory was possibly 2.7 inr.